Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and ran iabp with system trainer and fiber optic balloon without failure. As a precaution, the fse replaced the fiber optic assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that in an attempt to use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic failure message. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h10, h11. Corrected fields: b5, h10. The fse evaluated the unit and was unable to reproduce the reported failure. As a precaution, the fse replaced the fiber optic assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic failure message. The unit was swapped out for another. There was no patient harm and no adverse event was reported.